Event description:
During a tcar procedure, a small interventional wire dissection in the right common carotid artery occurred. The sheath was repositioned, and the wire was then advanced into the true lumen. The tcar procedure was completed, as planned, and then a stent was placed in the right common carotid artery to tack down the dissection. Patient was stable at the end of the procedure.